Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer replaced 2 drawer controller 5-1, 5-2 and pyxibus controller card to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1and 5.2 half height cubie pocket drawer was failed with device not detected on bus message. User tried both turning off the power button and restarting as well as unplugging the power cord and restarting, but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.